Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. Per the customer's request, the se was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time of the reported event.